Event description:
The device was returned for repair. Followup information received from the biomed indicates the device has physical damage and the case is damaged. The device was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that the high rate cover was missing, the control knob was missing, the battery drawer was broken, two side bail covers were broken, the ring cover was broken, two side bails were missing, the ring was bent, the main printed circuit board (pcb) was contaminated, the interconnect flex was contaminated and the main keyboard pad was contaminated. (B)(4).